Event description:
The user facility reported that during a therapeutic endometrial rollerball ablation, the attending surgeon noticed a whitish stripe at approximately 1 cm by 4 cm on the patient's labia. The user facility alter determined the site to be a second-degree burn which was said to have extended into the vagina. The patient was reported to have been referred to a plastic surgeon to ensure that the site was healing appropriately. The patient was reported to be experiencing pain at the site. The user facility also reported that a biomedical engineer whom attempted to evaluate the device following the reported event received a shock which was described as a "bite" at the tip of the opposite hand, he was using to hold the device while testing the unit.

Manufacturer narrative:
The device referenced in this report was not returned to olympus for investigation. An olympus engineer visited the facility and conducted an on-site inspection of the handset (of which the referenced device is an accessory). The visual inspection noted that the inner sheath was difficult to pass into the outer sheath, and was bent. A fair amount of force was said to be required to advanced the inner sheath, possibly also due to residual blood on the inner sheath at the time of the evaluation. The roller ball electrode was noted to be burned to a blackened state. There was an unidentified blue colored residue on the stopcock of the handset. The handset was found to operate appropriately when connected to a known-good olympus ues-30 electrosurgical unit, but two persons present at the evaluation claimed to have received shocks when the handset was reconnected to the subject valleylab force triad electrosurgical unit during testing. The cause of the user's experience appears related to the other company's electrosurgical unit. This report is being submitted as an MDR, in an abundance of caution. Reference four (f) additional MFR numbers associated with this report: 9610773-2008-00017, 9610773-2008-00019, 9610773-2008-00020 and 9610773-2008-00021.